Manufacturer narrative:
Initial and final MDR 1953472 - MDR 3003442380-2024-23208 - device 9 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar events of kinked cannula with ten infusion sets. The patient noticed symptoms within 3 hours of insertion. The site of insertion was reported to be abdomen. Patient's blood glucose due to issue was 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.